Event description:
A health care provider (hcp) reported via a manufacturer representative that the patient had a decrease in efficiency and high impedances were measured. Therapy was not effective for the patient. No environmental, external, or patient factors were reported. The cause of the impedance issue was not determined. Reprogramming was attempted, but the patient did not have therapeutic effect. A revision was done and the implantable neurostimulator (ins) was explanted and replaced. Following the revision, the patient's therapy was more effective and the issue was resolved. The patient was alive with no injury.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) found no significant anomaly. The ins was functionally okay with insignificant anomalies. If information is provided in the future, a supplemental report will be issued.